Manufacturer narrative:
(B)(4).

Event description:
Clinic received a home monitoring alert that device went into back-up mode. Device remains implanted.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. An evaluation of the available data revealed that the device automatically activated the backup mode on (B)(6) 2017 thereby confirming the clinical observation. Based on the available data the root cause for the backup mode activation could not be determined. It cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields, may have contributed to the clinical observation. In addition the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Based on the available data the root cause of the backup mode activation could not be determined.